Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized the week prior for high blood glucose. The customer reported the cause of the hospitalization was from diabetic ketoacidosis and heart issues. Customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was treated with the insulin pump and a drip during the hospitalization. The customer was wearing the insulin pump at the time of the hospitalization. Customer declined to return the insulin pump for analysis.